Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory this ekos endovascular device, 106x12cm was visually and microscopically examined. Microscopic visual inspection of the infusion catheter showed that the coolant and drug luers displayed cracking. The device was tested for leaking and the coolant and drug luers began to leak from the cracks on the luers.

Event description:
It was reported that a cracked and leaking coolant luer was observed, requiring intervention. During a bilateral ekos procedure, after connecting the ekos catheters and starting the infusion pump in the intensive care unit, a leak was observed at the coolant luer of this 106x12cm ekos endovascular device. Additionally, a crack in the coolant luer was noted, and the plastic had a milky appearance. The patient was brought back to the catheterization laboratory and two new ekos catheters were placed. The procedure was completed with the two new ekos catheters and there were no patient complications.

Event description:
It was reported that a cracked and leaking coolant luer was observed, requiring intervention. During a bilateral ekos procedure, after connecting the ekos catheters and starting the infusion pump in the intensive care unit, a leak was observed at the coolant luer of this 106x12cm ekos endovascular device. Additionally, a crack in the coolant luer was noted, and the plastic had a milky appearance. The patient was brought back to the catheterization laboratory and two new ekos catheters were placed. The procedure was completed with the two new ekos catheters and there were no patient complications.

Event description:
It was reported that a cracked and leaking coolant luer was observed, requiring intervention. During a bilateral ekos procedure, after connecting the ekos catheters and starting the infusion pump in the intensive care unit, a leak was observed at the coolant luer of this 106x12cm ekos endovascular device. Additionally, a crack in the coolant luer was noted, and the plastic had a milky appearance. The patient was brought back to the catheterization laboratory and two new ekos catheters were placed. The procedure was completed with the two new ekos catheters and there were no patient complications.